Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). Based on the information reviewed, the reported pericardial effusion appears to be related to procedural circumstances. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report pericardial effusion and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade 4. It was noted that the transseptal puncture was performed twice due to the first puncture seemed too low. The wire was left in the first access site, but when it was removed, access was lost with the second wire. Then access was re-gained, and the procedure continued with a steerable guide catheter (sgc). The sgc was inserted into the patient; however, prior to crossing the septum, a pericardial effusion (pe) was observed in between the left atrial wall and the aorta. The sgc was removed and the pe was treated through pericardiocentesis. The physician stated that most likely the pe occurred during the transseptal puncture, but that the sgc may have worsened the pe during insertion. A decision was made to abort the procedure. No clips were implanted, and mr is 4. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.